Manufacturer narrative:
Device evaluation anticipated, but not yet begun.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Evaluation summary: the valve as received is oval like shape. Improper coaptation is evident as leaflets 2 and 3 are slightly dropped. The sewing ring indicates needle punctures around the perimeter of the sewing ring, most likely due to suturing. The x-ray indicates stent distortion.

Event description:
It was reported by (B) (4) sales representative that (B) (6), r.n. Director at (B) (6) hospital emailed him the following: "yesterday dr. (B) (6) attempted to use a 23mm magna and ultimately had to remove it. He put in another type of valve. Dr. (B) (6) is saying that the edwards valve is defective. I have it saved and on my desk. He also says the leaflets are roughed up as a result of removal and feels we also should not have to pay for this valve. (B) (4)." The sales representative requested that I send him the return kit per my telephone call to him on 06/28/10 to obtain additional information. The sales representative will also obtain patient information and a copy of the operative report when he picks up the device from the hospital.